Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the system board was observed. The device's system board needs replaced to address the issue.